Manufacturer narrative:
The reported event of oversensing noise was confirmed but the reported event of lead fracture was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of oversensing noise was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
New information received notes that fracture was noted on the lead.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.